Event description:
Following saline bolus when hemodialysis treatment started blood was noted leaking from blood chamber viewing area. Treatment was discontinued. Blood chamber replaced and treatment continued. No significant blood loss.